Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's power management board was replaced to address the issue. During the evaluation, failures related to the device's oxygen blender board and the active exhalation control module were observed. The device's oxygen blender board and the active exhalation control module were replaced to address the issue.